Manufacturer narrative:
Updated from ¿product problem¿ to ¿adverse event <(>&<)> product problem.¿ (B)(4).

Event description:
Additional information received from the consumer reported that the cause of the left lead becoming askew was unknown, and there were no reported steps taken to resolve the issue with the left lead becoming askew. The consumer reported that, in the past three years, the manufacturer representative had tried to restart the implantable neurostimulator (ins) and it had not worked either time. The battery was done and would not charge; it had not charged for three years or more. The consumer also reported that the device/therapy had helped a great deal when it was working, and the patient was due for an upgrade by (B)(6) 2015. The patient was scheduled for an appointment with the healthcare professional on (B)(6)-2015 and the patient wanted a manufacturer representative present. No outcome or troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v014980, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 377860, lot# v013594, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that the stimulation implant had not worked in four years and that the left lead was askew since 2011. The patient stated they have attempted to get the implantable neurostimulator (ins) working with no success. The patient was directed to discuss further with the healthcare provider (hcp), particularly because the battery longevity would be approximately be a maximum of two months if the issue was resolved, and to correct the lead issue. There were no patient symptoms reported. Of note, the patient's condition included post lumbar laminectomy syndrome. Information regarding the cause and steps to resolve the issue were requested but were not available at the time of the report. A follow-up report will be sent should additional information be received.